Event description:
The patient reported that the needle in his v-go retracted before the 24 hours. The patient did not bump the device. The patient stated only wore the device for 2 hours when this happened. The patient stated he was taking out the trash and when he leaned over the needle retracted on his device, however he was able to apply that same v-go device as if it was a new one,.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device 048282-a was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The needle mechanism was tested and pass with no issue observed. The complaint could not be confirmed for this device.